Event description:
A customer reported that their AED would not power on. When tested with a spare battery pack, it powered on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.